Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was in the patient's incision and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was in the patient's incision and removed during the same procedure. Section e1: first/given name: unknown/not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was stuck, half in and half out of the patient's left eye incision. There was patient contact. The lens was removed. It was also reported as a handling problem. A replacement lens was used instead. No further information is available.